Event description:
[Preferred term] (related symptoms if any separated by commas). Patient with brittle diabetes was hospitalized due to ketoacidosis [diabetic ketoacidosis]. Levemir penfill was cracked [product physical issue]. Medication leakage from the levemir penfill [product leakage]. Inaccurate injection dosage from the leaking novopen 4 [device delivery system issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient with brittle diabetes was hospitalized due to ketoacidosis(diabetic ketoacidosis)" with an unspecified onset date, "levemir penfill was cracked (cracked product)" with an unspecified onset date, "medication leakage from the levemir penfill (product leakage)" beginning on (B)(6) 2024, "inaccurate injection dosage from the leaking novopen 4 (inaccurate delivery by device)" with an unspecified onset date, and concerned a 78 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "brittle diabetes", levemir penfill (insulin detemir) (22-23 units) from unknown start date and ongoing for "brittle diabetes". Patient's height: 167 cm. Patient's weight: 66 kg. Patient's bmi: 23.66524440. Dosage regimens: novopen 4: levemir penfill: current condition: brittle diabetes (since 1987), level 4 visual impairment. Procedure: heart bypass surgery (in 2011). Concomitant products included - novorapid penfill (insulin aspart). On an unspecified date 20 years ago, patient started using novopen 4, levemir penfill and novorapid penfill. On an unknown date, levemir penfill was cracked and that caused medication leakage. This resulted in inaccurate injection dosage from the novopen 4. On an unknown date, patient was hospitalized for ketoacidosis. On (B)(6) 2024, the fasting blood glucose level (blood glucose) in the morning was 21.7 mmol/l. Patient did not seek medical attention but self-administered an additional 5 units of novorapid penfill. Then the fasting blood glucose level returned to 8~9 mmol/l on the same day. Other details of hospitalization were not reported. Batch numbers of novopen 4 and levemir penfill was requested. Action taken to novopen 4 was reported as no change. Action taken to levemir penfill was reported as no change. Event abated after use stopped or dose reduced for levemir penfill doesn't apply event reappeared after reintroduction of levemir penfill doesn't apply. The outcome for the event "patient with brittle diabetes was hospitalized due to ketoacidosis (diabetic ketoacidosis)" was unknown. The outcome for the event "levemir penfill was cracked (cracked product)" was not reported. The outcome for the event "medication leakage from the levemir penfill (product leakage)" was unknown. The outcome for the event "inaccurate injection dosage from the leaking novopen 4(inaccurate delivery by device)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer's comment: 19-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Elderly age of the patient (78 years) and brittle diabetes are significant risk factors for the development of diabetic ketoacidosis.

Event description:
Case description: investigation results: novopen 4, batch number:unknown no investigation was possible, because neither sample nor batch number was available. Levemir penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: is non-reportable changed to no malfunction changed to no expected date of follow up report removed and final report ticked in EU/ca tab imdrf codes added in device addendum tab investigation results added. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer's comment: 09-dec-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the han-dling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (78 years) and brittle diabetes are significant risk factors for the development of diabetic ketoacidosis. Product handling ER-ror such as needle reusage and storing the device with needle attached between injec-tions can affect the functionality of device. With the available limited information, causali-ty with novopen 4 is assessed as unlikely related. H3 continued: evaluation summary novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient with brittle diabetes was hospitalized due to ketoacidosis [diabetic ketoacidosis]. Levemir penfill was cracked [product physical issue]. Medication leakage from the levemir penfill [product leakage]. Inaccurate injection dosage from the leaking novopen 4 [device delivery system issue]. Sometimes reused the needles [multiple use of single-use product]. The needle was attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "patient with brittle diabetes was hospitalized due to ketoacidosis(diabetic ketoacidosis)" with an unspecified onset date, "levemir penfill was cracked(cracked product)" with an unspecified onset date, "medication leakage from the levemir penfill(product leakage)" beginning on (B)(6) 2024, "inaccurate injection dosage from the leaking novopen 4 (inaccurate delivery by device)" with an unspecified onset date, "sometimes reused the needles(reuse of single use medical device)" with an unspecified onset date, "the needle was attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 78 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "brittle diabetes", , levemir penfill (insulin detemir) from unknown start date and ongoing for "brittle diabetes", current condition: brittle diabetes (since 1987) , level 4 visual impairment, nerve terminal sensitivity problem. Historical drug: mecobalamin. Concomitant products included - novorapid penfill(insulin aspart), dulaglutide since an unknown date the patient in general reused the needles and left the needle attached to the pen in between injections the patient felt lower resistance in force needed to inject feel different from normal and used simultaneous adjustment with sound and dose counter. It was reported the patient did not change diet or exercise level recently and patient attached the needle to the pen in a 180 degree angle and used to store at refrigerator at 2-8°c. The patient had not recently changed from another novopen to the current novopen. The outcome for the event "sometimes reused the needles(reuse of single use medical device)" was not reported. The outcome for the event "the needle was attached to the pen in between injections(device stored with needle attached)" was not reported. Since last submission the case has been updated with the following: medical history updated. Device information (operator of device, trained user) updated. Concomitant product added. New events "reuse of single use medical device" and "device stored with needle attached" added. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer's comment: 15-nov-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Elderly age of the patient (78 years) and brittle diabetes are significant risk factors for the development of diabetic ketoacidosis. Product handling error such as needle reusage and storing the device with needle attached between injections can affect the functionality of device.